Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received attached to the valve with all three suture tips exposed. All of the stent posts were deflected outward. Per mosaic IFU, ¿the cinch mitral holder, shown in a nondeflated state, is considered fully deflected when a gap of 1 to 2 mm exists between any 2 of the 3 stent posts when viewed from the outflow aspect. Warning: do not deflect the stent posts past their fully deflected position.¿ the valve holder appeared intact; there was no evidence of damage on the valve holder. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. The valve holder was removed from the valve for further observations; one suture was cut during analysis. The rotor was removed from the holder for further observation. The sutures around the rotor were curled suggestive of a suture wound during the cinching of the valve. Under magnification, all tips of the sutures were broken rather than cut. Necking or reduction in diameter is noted adjacent to the break. The broken surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this 27mm mitral bioprosthetic valve, it was reported that when the valve box was opened, the holder was not integral with the valve prosthesis itself due to the breakage of the sutures that allow crimping with cinch ii. It was replaced with a valve of the same size and model. No patient involvement was reported.